Event description:
Reporter reports back to back testing on the inform system and a laboratory instrument with results of a 422 mg/dl on the meter and 132 mg/dl at the lab. A 467 mg/dl on the meter and 132 mg/dl at the lab. Quality controls were run and were in range; time and specific results were not provided. Patient was given dextrose solution; application interval or amount given was not provided. Patient was discharged the next day. Reporter states she is not able to return suspect product; a replacement was sent.